Event description:
It was reported that a pump declared an altitude alarm 21, and the customer's insulin was suspended due to this condition. There was no reported impact to customer's blood glucose. Technical support instructed the customer to remove obstructions from the pump's speaker holes, clean the area, reconnect the cartridge, and ensure that insulin delivery could resume. Following these actions, normal pump operation resumed without recurrence of the alarm.